Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed ventricular tachycardia (vt) and the monitor did not generate an alarm as the alarms were off. The clinical audit log was reviewed, revealing alarms had been paused multiple times on the event date. Education was provided to the user on the difference between pausing alarms and silencing alarms. The customer requested assistance in changing the alarm configuration available to the users.

Manufacturer narrative:
Functional testing was performed: the clinical audit log was reviewed, revealing alarms had been paused multiple times on the event date. Education was provided to the user on the difference between pausing alarms and silencing alarms. The customer requested assistance in changing the alarm configuration available to the users. The rse remotely assisted the customer with the alarms. The customer asked to leave the case open for a week incase issue comes back. After a week no other issues or calls were warranted by customer. Multiple attempts were made to obtain further information regarding patient and clinical use, with no response from the customer. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The alarms were acknowledge by user. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.